Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please explain how the device did not ¿achieve its intended effect.¿ intra-op, incomplete staple line. Photographic analysis: based on the pictures alone no conclusion could be reached on how the reported event occurred, as the visible drivers on the reloads are an indication that the firing sequence was completed on all of them. The event description cannot be confirmed.

Event description:
It was reported that during a bowel procedure two rounds of the device were fired and functioned properly, after the third reload was used it was noted by the surgical team that the device did not achieve its intended effect causing the surgical team to have to perform a small bowel resection. The additional bowel resection was inconsequential to the outcome for the patient and will not change the clinical outcome. No additional information is known at this time. There was no harm or negative impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc55 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.